Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular over-sensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.